Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with evidence of ingression around the ac adapter jack and rd jack. According to the investigation the pump event log could not be recovered. Visual inspection and user mode testing were performed. The reported ""reboots"" problem was not duplicated. According to the investigation, when the pump was disassembled it appeared to have some corrosion on two areas on the microprocessor and one on the rear piezo area. In additional, there was a lec 1140 reported when the pump was booted up which is a self-test error. The investigation confirmed that board corrosion caused the reported problem. The pump mp board will be replaced and rear housing, jack, and piezo will also be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy pump, the pump experienced "reboots". No reported adverse effects.